Event description:
It was reported that during continuous renal replacement therapy (crrt) with three prismaflex st150 sets, air was pulled into the filter from the access. According to the reporter, 24 hours into treatment with a non-baxter device, air was observed ¿at access¿. The filter was changed, and more air was observed in circuit. The device was changed to another non-baxter device, and a new filter was placed, subsequently air was observed in the circuit. Treatment was terminated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: four (4) prismaflex st150 set from lot 22b0081z were received for investigation. The visual inspection of the set showed no anomaly. A pressure leak test was performed on each set and no air intake and no leaks were observed.the reported condition was not verified. No product malfunction was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.